Manufacturer narrative:
Device passed self test and displacement test. No alarms noted during testing, however the formatted history file confirmed pump error 54 pump error 53, and pump error 3, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error. Customer's blood glucose level was 117 mg/dl. Customer was able to clear the alarm but, unable to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.